Manufacturer narrative:
H4:d5:d6: information unavailableh6: code 400(other): instrument misfired on the third firing. No conclusion could be drawn.

Event description:
The er320 was used during a laparoscopic cholecystectomy. It was not liked the way the clips formed. The clips were loose in the instrument jaws. An er220 was opened to complete the case and worked fine. There was no consequence to the pt.